Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient states she charges the implant once a week and it takes an hour and a half. Caller states it starts to get really painful like a pressure in her chest where the stimulator is implanted. Caller states once she gets up to 80 percent charged the pressure is enough to make her wince. Caller states this has been going on since implant on (B)(6) 2020. Troubleshooting reviewed and redirected to the hcp to take a look at the implant. Caller also mentioned she is going to try charging twice a week to see if that helps with the painful like pressure. No device issues reported. On 2020-oct-23, additional information was received from a healthcare provider (hcp) reporting that the since implant the patient noticed a ¿burning, squeezing sensation at the ins site when charging and within about the last month they¿ve noticed the pain was worse than ever and radiated to the left chest, clavicle and armpit (ins in left chest, leads are for motor cortex). The rep mentioned that the patient indicated the sensation occurred when the ins reached around 70 percent charge so they¿ve started charging more frequently and that seemed to have helped the pain. The rep stated that the patient didn¿t mention seeing an error message while recharging nor recent falls/trauma and the patient didn¿t experience these sensations during normal use of the ins. It was reviewed to ensure the patient wasn¿t laying on the recharger while charging or charging under a blanket. It was suggested that they try to decrease recharge speed and that the physician examine the pocket site. Additional information was received from the patient reporting that they had contacted their healthcare provider (hcp) saying that when they recharged the ins they got a fair amount of pain that radiated up their shoulder and armpit. It was recommended to decrease the recharging speed to 3 or 2 as it defaulted to four. They stated that they didn¿t know how to make that adjustment. The patient noted that the stimulation was at 5 ma. Patient services guided the patient to the recharging option in the controller menu, however, the patient stated that the recharging option was grayed out and that they couldn¿t aces it as nothing happened when they tapped on it. Patient services consulted with technical services who suggested they try having the recharger plugged into the controller while trying to access the recharging option. The patient connected the recharger to the controller, however the recharging option in the menu was still grayed out. Patient services had the patient start a recharging session of the ins, stop the session and then try to access the recharging option. However, the recharging option was still grayed out. The patient noted that while recharging the ins, the controller indicated that recharging was good and then it went to recharging excellent. They stated that his had been ongoing where they had pain when recharging the ins. They stated that they had called about a month ago to see how often they could recharge the ins. They stated that they were recharging the ins twice a week instead of once a week and that it held for a little bit, but that now they had pain whenever they recharged the ins. The patient stated that this issue had been ongoing since the ins was implanted on (B)(6) 2020.

Event description:
Additional information was received and it was reported that the patient had pain with stimulation, so they were advised to decrease the intensity. However the issue was that they were unable to access the recharging option from the controller menu as the speed menu item (#10) was grayed out. They got a new controller and they paired it with the ins, but they still had the issue of being unable to access the recharging option on the menu. The patient further reiterated that they had been having pain when trying to recharge. The recharging option on the controller was grayed out when the recharger was plugged in. They received a new controller and recharger, but they still had the issue.

Manufacturer narrative:
Continuation of d11: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there were no special circumstances. Recharging was painful from the very beginning. The patient thought at first because of healing to their incision, but when it continued they just thought that was to be expected. The patient reported that instead of charging once a week, she switched to twice a week. The patient was very carful to find the spot where they got excellent recharge quality, seemed to help a couple of times. The issue wasn't resolved. The patient reported that tech support said they probably needed to turn down the intensity and temperature of recharge. The patient was talked through how to do this a few different ways and that function wasn't available to them. The patient reported that the greyed out menu wasn't resolved. A new recharger also didn't resolve the issue. The patient was scheduled to meet with a manufacturer's representative (rep) on (B)(6) 2020 who will assist the patient in making the greyed out option available and hopefully that will resolve the discomfort when charging.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6), product type recharger product ID 97745, lot#/serial# (B)(6), product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.